Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported issue. The instruments grip tips were not moving intuitively and it was not following the master tool manipulator (mtm) input commands smoothly. There was no damage observed at the chassis. The instrument was re-tested on in-house system and non-intuitive motion was replicated again. Pitch and yaw output motion at instrument distal end was opposite from the input motion at the masters. When the "home position" of the roll axis was compared to another known good instrument, this instrument had the roll input gear oriented nearly 180 degrees from the position from the known good instrument. Visual inspection showed that the roll input gear does not have any broken pieces and it was able to be removed and re-oriented back to normal position, which resolved the non-intuitive motion upon re-test of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tips were blocked and the white roller disengages. It was reported that upon reinstallation of the instrument, the controls were reversed. The procedure was completed with a back-up instrument. It was reported that the procedure delay was 15 minutes and there was no report of patient harm, injury, or adverse outcome.